Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the gel contained in the device appears clear. Yellow material was observed within the device. Gel was observed on the shell surface. Mentor product analysis lab discovered two rent measuring approximately 0.4 and 0.1 cm within an area of siltex cracking and lines of shell wear; one located on the anterior aspect and the other on the posterior. No other anomalies were discovered. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the htv ( high temperature vulcanization) shell of siltex breast implants. At this point it is not possible to determine the root cause of the yellow material found on the device. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 3/15/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
New information: mentor received additional information indicating the explantation date will be (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a gel mentor memorygel breast implant 375cc and experienced bilateral ruptures and silicone leakage. The patient states there is a lump in the left armpit area that was determined to be silicone. The bilateral ruptures and silicone leakage were confirmed via MRI. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This is for the right side implant; see manufacturer report number 1645337-2018-06815 for contralateral prosthesis.

Manufacturer narrative:
New information: mentor received additional information indicating that the patient underwent bilateral removal and replacement with mentor memorygel breast implant 340cc gel implants, catalog # 3507340mc, s/ns (B)(4) (l) and (B)(4) (r). Manufacturer¿s reference number: (B)(4).